Event description:
It was reported that the patient underwent a posterior surgical procedure at l5-s1. It was reported that approximately 3 mm of the tip of the driver broke off during final tightening of the setscrew. The setscrew and the tip were removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visually confirmed approximately ~3-4mm of the instrument tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload. Dimensional inspection confirms conformance to print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.